Manufacturer narrative:
Result: release handle.

Event description:
It was reported by svc report that the siderail release handle was broken off and the siderail was stuck in the intermediate position. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.